Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that there was poor or no telemetry with recharging. The patient reported poor communication. The patient reported that she was recharging on (B)(6) 2017 and confirmed seeing coupling and the ins battery charging up to 3/4. The patient reported that the power went out and when the power came back on and she connected the recharger she now only saw the reposition antenna screen. The antenna was repositioned over the ins and the issue didn¿t resolve. The patient also reported a device not compatible error code on the patient programmer (pp). A replacement pp was sent. Additional information was received from the patient. The patient reported that she received the replacement pp but was still getting the same screen, poor communication. Additional information was received from a manufacturer¿s representative(rep). The rep reported that there was a power on reset (por) seen. The therapy has stopped. The rep reported that the patient had the charger plugged into a wall outlet and was charging the ins when the power in her house went out. After that the patient was unable to communicate with the ins. The rep reported that the patient got the incompatible device icon on the pp and device not found on the recharger. The rep reported that they checked the ins with the clinician programmer and got an invalid serial number message. The rep reported that they did a short physician mode recharge (pmr) and after 2 minutes it switched to normal charging bars and 75% full battery. The rep reported that they then checked with the clinician programmer and por 0x10c6 had occurred. The rep reported that they checked the settings and turned the ins on and everything worked great. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep stated that the por was caused by the patient's power going out during a recharge cycle and stated she believed this was a known issue. The rep stated this caused the por, recharger not found and invalid serial message, and that this issue was resolved. No symptoms or further complications were reported/anticipated.